Manufacturer narrative:
Patient information requested and all available information is included.

Event description:
Customer requested event log review based upon an infusion that resulted in a patient "coding:. Calcium and phosphorous were mixed together in the same solution and caused precipitation. Not sure if the cause of the "code" was due to the mediation error since so many things were happening simultaneously. Customer requested the following information: when was the pump turned on, when was the infusion started and what were the settings on the pump. At 5:05 pm in 2007, the device was turned on. Channel a was immediately set up with a rate of 200 ml/hr and a vtbi of 900. During the next 30 minutes the channel a rate was changed to 999 ml/hr then down to 100 ml/hr. After several patient side occlusions, the rate was set to 20 ml/hr. Forty two min later, channel b was set up with a drug calculation using the following parameters: amount= 1000 mg, diluent= 100 ml, weight= 118 kg, time units - min, vtbi=100, dose= 5 (5mcg/kg/min), calculated rate =3.5 ml/hr, 6 min later channel a rate was changed to 50 ml/hr. Fifteen min later channel a was paused. Approximately 17 seconds later, channel b rate was changed from 3.5 ml/hr to 100 ml/hr and the vtbi set at 5. Ten seconds later, the rate was changed to 300 ml/hr for several seconds then back down to 3.5 ml/hr. Two minutes later, channel a was stopped. A few seconds later, channel b was stopped and the device was powered off. Device received on five days later. Rate accuracy testing performed on both channels determined device to be slightly out of specification, but not to the extent that would be clinically significant. Patient condition unknown.